Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure, the endoscope was blurry. The product was not changed out. There was no pt injury. The surgery was completed successfully and without delay.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).